Manufacturer narrative:
Additional information has been requested, and we will report accordingly when it becomes available. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) an internal communication error message appeared. All screen date disappeared. The iabp was swapped for another without issue. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the executive processor board, tested the iabp and could not duplicate the issue. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) an internal communication error message appeared. All screen date disappeared. The iabp was swapped for another without issue. No patient harm, serious injury or adverse event was reported.